Manufacturer narrative:
Additional review determined the mfg site ID was not (B)(4). The mfg site ID was updated to (B)(4). Note that information references the main component of the system and other applicable components are: product ID 3708660, explanted: (B)(6) 2016, product type: extension. Product ID 3708660, explanted: (B)(6) 2016, product type: extension.

Manufacturer narrative:
(B)(4). Concomitant products: product ID: 3708660, serial# (B)(4), implanted: (B)(6) 2016, explanted: (B)(6) 2016, product type: extension. Product ID: 3708660, serial# (B)(4), implanted: (B)(6) 2016, explanted: (B)(6) 2016, product type: extension. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a manufacturer representative reported the patient did not experience any other symptoms and they were doing fine.

Manufacturer narrative:
Concomitant medical products: product ID: 3708660, explanted: (B)(6) 2016, product type: extension. Product ID: 3708660, explanted: (B)(6) 2017, product type: extension. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A health care provider (hcp) reported via a manufacturer representative that the patient had an infection at the implantable neurostimulator (ins) pocket. The hcp decided to remove and replace the ins and extensions. During the revision, the ins pocket was moved to the patient's other side. The cause of the event was unknown. Following the revision, the issue was resolved and the patient was feeling fine. The patient was fine with no injury.